Event description:
Related manufacturing ref: 3005334138-2023-00036. During the left heart catheter procedure, there was a constant trickle of blood out of the hemostatic valve. It was attempted to reinsert the inner stylet to see if it would reseal without success. The introducer was replaced, but the bleeding was not significant enough to require another replacement. The procedure was completed and the patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.